Event description:
In the process of contacting the pt to notify them that their device may be nearing end of service, it was discovered that the pt had passed away due to a rare genetic syndrome (aicardi syndrome). The pt's ncp system was not explanted. Vns therapy reportedly worked well for the pt (>25% reduction in seizures). Physician indicated that the ncp system was not related to the cause of death. No autopsy was performed.